Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws were "broken." The reporter clarified that the silicone boot was peeling on one side of the hot jaw. The hospital did not report any pt effects. The event date was sometime between (B)(6) 2011. Although the hospital did not report how the procedure was completed, they are sure that there were no pt effects, otherwise, an internal report would have to been filed. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the bottom inner half of the cold jaw silicone boot was detached. The detached pieces were not rec'd. The sides were peeling. The outer heating elements were lifted up somewhat. There were some signs of clinical usage some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).